Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that a pump exchange was planned due to suspected pump thrombus. The pt also has a history of hemolysis. The pt's pump was exchanged on (B)(6) 2013.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.